Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they went to an event that included a lot of walking. Her cgm value was 160 mg/dl and because of the walking, she ate extra food. She started to feel hypoglycemic and her family gave her apple juice and glucose tablets, but she passed out. Emergency medical services (ems) was called and unspecified treatment was provided. Post-treatment, her bg was 86 mg/dl but her bg prior to treatment was not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.